Manufacturer narrative:
The initial reported event of possible lead fracture, impedance rise, non-physiological sensing, sic (sensing integrity counter), varying impedance, and high impedance was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the wireless monitor alert sounded due to unsuccessful transmission however; transmission later went through successfully. It was further reported that the lead integrity alert was triggered due to right ventricular pacing impedance rise and non-physiological sensing. The sensing integrity count was also elevated, indicating oversensing and there were several non-sustained tachycardia episodes demonstrating non-physiological sensing. It was also reported that the lead impedance was varying and high. A conductor fracture was later note. The pace/sense portion of the lead was capped and replaced however; the lead was unable to rescue during defibrillation threshold testing and the physician decided to place a new lead. No patient complications have been reported as a result of this event.